Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, approximately four months after implant, the patient was short of breath with exertion and had pain around their device implantation site. The right ventricular lead had pulled back and was replaced. The device was repositioned subpectorally. No patient complications have been reported as a result of this event.